Event description:
On (B)(6) 2024, spatz3 intragastric balloon was implanted with 400ml volume- no complications or aspiration recorded. The patient did not inform the doctor that he/she was under treatment with antibiotic for pneumonia at home prior to the procedure. On (B)(6) 2024, postoperative day 1: the patient experienced severe pain radiating to the back and returned to the hospital. In the hospital, the patient for the first time notified the doctors that she was being treated for pneumonia. In the hospital the pneumonia progressed to septic shock, ards, and mods, which subsequently resolved. The patient was kept in the hospital for observation, during which a CT scan was conducted, confirming pneumonia. The patient's condition and ventilation subsequently deteriorated, and an emergency thoracentesis was performed. An empyema was drained, followed by 5,000 ml of blood, which led to hemorrhagic shock. A thoracotomy was performed in the operating room, during which bleeding was controlled. However, the patient developed refractory shock, severe acidosis, and coagulopathy, with subsequent death. On (B)(6) 2024, the patient passed away at 9:25 a.m. Despite all measures taken. The physician was in contact with the husband and son in the ICU.

Manufacturer narrative:
The pneumonia and ongoing antibiotic treatment was not disclosed to the doctor. The physician was not aware of the patient's active infection. On (B)(6) 2024, 1 day after device implantation the patient complained of severe pain radiating to her back. The patient returned to the hospital and the balloon was down adjusted to 300cc as these are the common symptoms of intolerance. On (B)(6) 2024, the patient passed away. (Mistakenly initially death date reported on (B)(6) 2024). The conditions that led to death (pneumonia, septic shock, hemothorax, hemorrhagic shock), the endoscopy and sedation itself, with or without balloon implantation, can be directly linked to the exacerbation of pneumonia or subsequent complications which caused the pneumonia to progress. Labelling review: the instructions for use (IFU) for the spatz3 device were reviewed, with particular focus on contraindications. The IFU contraindication list includes: "treatment represents an unreasonable risk to the patient" and also "any other medical condition that may increase the risk of elective endoscopy or weight loss." These cover any active medical issue as a contraindication to an endoscopy under sedation, with or without a balloon procedure. Clinical practice dictates delaying elective interventions that require sedation such as endoscopy, colonoscopy, tee (transesophageal echocardiogram) and others if the clinical status puts the patient at risk for undergoing a procedure that requires sedation, until full recovery is achieved. For instance, patients presenting with abnormal vital signs (e.g., a pulse of 35 or 150 bpm) are not candidates for endoscopic procedures until their condition stabilizes, but we cannot stipulate the innumerable instances. So, we place it under the terms of "treatment represents an unreasonable risk to the patient" and also "any other medical condition that may increase the risk of elective endoscopy or weight loss" which depend on the doctor to use clinical judgement. Furthermore, the patient failed to disclose critical medical information regarding their ongoing treatment for pneumonia. This omission directly influenced the physician's ability to make an informed decision regarding the timing of the procedure. Ensuring that patients provide a complete and accurate medical history is essential to safeguarding the appropriateness of any elective medical intervention.